Manufacturer narrative:
Maquet cardiopulmonary has requested the product in question all well as additional information for evaluation. The manufacturer was not able to ascertain any information yet. A supplemental medwatch will be submitted if additional information becomes available.

Manufacturer narrative:
Maquet cardiopulmonary received the component oxygenator in question for evaluation. The manufacturer also requested additional information as well as the main product details. The main product article number that was initially provided within the complaint report is related to a bioline-coated product. This reported product component was also returned to the manufacturer for the evaluation. Therefore, the information on the main product that was provided cannot be correct and was requested to be confirmed. However, the MFR was informed that no add'l info can be provided. A review of the device history records (DHR) of the oxygenator in question was performed and no product safety relevant deviations were identified. Upon visual examination of the oxygenator in question, clots could be observed on the blood inlet side. When rinsing the product with water from the blood outlet side forth, clots were flushed out from the blood inlet side. The oxygenator was sawn open. The blood inlet cover, the blood outlet cover and the blood distribution plates were checked for damages. No damages, no sharp edges or other abnormalities could be found. In addition an evaluation of the manufacturer's clinical specialists was performed with the following conclusion: the protocols that were proved are missing some important parameter which therefore are missing for a representative overall review of this case. Since the investigation has revealed no malfunction of the hls module, unfortunately a final assessment of the case is not possible. The oxygenator in question met all spec. And a malfunction of the product cannot be confirmed.

Event description:
(B)(4).

Event description:
It was reported that the patient presented signs of hemolysis (red urine, high values of blood parameters as free hb, haptoglobin). The doctor decided to change the system due to a suspicion of a defect in the oxygenator in the night from (B)(6). (B)(4).